Event description:
Clinical adverse event received for pain and limited rom. Event is not serious and is considered mild. Event is possibly related to both device and procedure. (Right knee) treatment: oral medication and patella brace. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).